Manufacturer narrative:
(B)(4)

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. No drug information was provided. It was reported the hcp stated the patient was claustrophobic so she needed to undergo the magnetic resonance imaging (MRI) procedure in an open scanner. The doctor stated it was o.k. For her to do that. The hcp stated the patient could not have a closed bore ¿mr¿ scan even with light sedation because of the claustrophobia. The hcp stated he already had the manufacturer MRI guidelines. The hcp stated the patient had ¿abnormal neural findings¿ and they needed to rule out a granuloma, so that was why the MRI was being done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.